Event description:
The customer obtained biased vitros folate results from a vitros immunodiagnostics products tsh reagent pack that was misidentified as a vitros immunodiagnostics products folate reagent pack on a vitros 5600 integrated system. Biased results obtained from a reagent pack other than the intended reagent pack may lead to inappropriate physician action. The biased results were reported out of the laboratory. Corrected reports were issued for all affected patient samples, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros folate results were obtained from a vitros immunodiagnostics products tsh reagent pack that was misidentified as a vitros immunodiagnostics products folate reagent pack on a vitros 5600 integrated system. The root cause of this event is user error while manually loading a vitros immunodiagnostics reagent pack. The vitros 5600 integrated system was operating as intended. The root cause of this event is user error while manually loading a vitros immunodiagnostics reagent pack.